Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Phone number: (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (30mg/ml, 9mg/day) in an implantable pump for an unknown indication for use. The patient had experienced increasing pain over the last year. During a procedure on (B)(6) 2017 for pump replacement, the hcp was unable to aspirate fluid or push saline through the catheter (also reported as blocked catheter). The hcp and nurse also observed black residue around the pump site and catheter connector (which was stated may have been a result of leaking drug). There were no known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. No further actions were taken to resolve the issue. The old pump was removed and the old catheter was tied off (ligated). A segment remains in the patient. It was unknown if the issue was resolved. The hcp will review with the patient and possibly being prescribed oral medication. It was noted during the procedure a "wound" was created, however replacement did not occur. It was unknown if the pump would be replaced in the future. The patient had not consented for a catheter revision. It was interpreted that the catheter tied off was intentional. The hcp was not certain the catheter was patent. It was further stated the hcp was not "keen due to the patient's age." The reason for pump replacement was due to normal longevity. The explanted pump and catheter segment were not returned for analysis. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.